Manufacturer narrative:
Lot number - 18g039, 18k006, 18k015, 18m031, 19a004, 19c009. Nine (9) single-use devices were received for evaluation. For seven of the samples, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the seven returned devices. The devices were found to be conforming product. For one of the returned devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one of the returned devices, visual inspection revealed a few tiny white specks of drug residue on the blue cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one event, the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo shows evidence of fluid inside the bag that contains the device which suggests leak. However, the exact location of leak on the device and the cause of leak could not be determined from the photo. The reported condition was verified, and the cause was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 18 </noe> malfunction events. It was reported that eighteen large volume folfusors leaked. Twelve devices leaked from an unspecified location prior to patient use, one device leaked from an unspecified location during infusion, one device disconnected from the patient¿s peripherally inserted central catheter (PICC) line during infusion, one device had the white connection port disconnect from the tubing prior to patient use, and three devices were leaking from the fillport prior to patient use. Two events involved patients with no patient consequences, and sixteen events had no patient involvement. One of the patients was a (B)(6) female patient; patient identifiers were not provided for the second patient. For the one device that disconnected from the PICC line during infusion, a nurse cleaned the device¿s connector and the PICC line¿s connector with alcohol wipes and reconnected the patient. Infusion completed successfully with no other issues noted. No additional information is available.